Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital for system extraction due to infection. Patients condition was stable during device removal. The patient will be treated with antibiotics for a couple of months to clear up the infection, and then will receive a new implant on the other side.

Manufacturer narrative:
Analysis was normal. No anomaly was found.